Manufacturer narrative:
G4: 27jan2021. B4: 12mar2021. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital's negative pressure room in the intensive care unit on an unknown date with an admitting diagnosis of coronavirus (covid-19). No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed high flow therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While admitted on (B)(6) 2021, the patient was receiving high flow therapy via the v60 device, the device generated ¿cannot reach target flow¿ alarms, there was an interruption of flow rate to the patient, and the patient experienced an event of decreased peripheral capillary oxygen saturation to 11%, a code blue was called, the advanced cardiac life support algorithm was run, the patient regained consciousness, the event of decreased oxygen saturation resolved to normal limits, and the patient continued hft on the v60. No relevant laboratory data was reported. The reporter stated that the alarm was generated by an occlusion of the nasal cannula. There is no information to support that a malfunction occurred. The device was behaving as intended when it alerted the user to an occlusive condition. The cannot reach target flow alarm is an expected device behavior when an occlusion occurs in the patient circuit and the machine pressure is outside the range to delivery therapy. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27jan2021. B4: 28jan2021. The status has been corrected to reflect that of a serious injury and an adverse event and product problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 27jan2021.

Event description:
A customer reported to philips that while delivering high flow therapy to a patient, the v60 ventilator generated ¿cannot reach target flow¿ alarms, there was an interruption of flow rate to the patient, and the patient experienced an event of decreased peripheral capillary oxygen saturation. There was no request for a field service engineer (fse) onsite visit and no service order was opened in regards to this allegation. This complaint was received through the customer feedback process. There was no request for technical support regarding this allegation and there is no record of a service order being opened. Philips is unable to confirm the customer¿s allegation since there was no technical support requested. No diagnostic report was provided for review. The cannot reach target flow (122d) is a low priority alarm that may occur during high flow therapy. The alarm is generated when the machine pressure reached its maximum and could not achieve the target flow. The recommended repair is to check the patient, check that the nasal cannula size is appropriate for the flow setting, check that an occlusive interface is not in use, and check the patient circuit for occlusions, kinks, or liquid. The customer reported that the unit was in use on a patient at the time of the reported device behavior and adverse event. No parts were replaced. The device passed all performance verification testing and was placed back into use with the customer.